Event description:
Caller reported that a cartridge alarm 30 occurred during the load process. Blood glucose levels were high due to the issue, though the specific value was unknown. Customer addressed high levels by administering a correction bolus through the pump and manually using insulin injections. Caller did not require assistance from a third party and followed proper procedures during the load process. There was no history of similar alarms with this specific pump serial number, though sequential cartridge alarms were confirmed by cts. Technical support decided to replace the pump.